Event description:
The customer reported acrylate adhered to the distal end during sedation, when the device was inside the patient in a therapeutic procedure while stopping the bleeding, involving an olympus gastrointestinal videoscope. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.